Event description:
According to the fire dept. Investigators, an electrical malfunction in a dental x-ray processing machine caused the wiring within the machine to overheat. This overheated wiring ignited part of the machine and nearby combustibles. The x-ray processing machine was a dent x 810 processor machine, installed by mohawk dental supply co. On 10/24/05. The room the equipment was located in was consumed by extensive fire damage. Smoke from the fire extended to other areas in the building and was difficult to ventilate, nearly required evacuation of the attached nursing facility.